Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient recently served on jury duty and walked through metal detectors twice and is now concerned that it caused a loss of therapeutic effect because the performance is not what it was for about a week. Patient services reviewed information. The patient checked therapy settings and increased amplitude and was feeling stimulation sensation. The patient was recommended to monitor symptoms and option to change programs and follow up with their healthcare professional if not resolved.